Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed fluid inside a bag that contained the device, which suggested a leak may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked fluorouracil medication. This occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.